Event description:
Pt suffering from chronic diverticulitis was operated in 2009 (elective laparoscopic, hand assisted, sigmoidectomy procedure), using the car device. At june 13th, the pt developed severe left lower quadrant abdominal pain and anastomotic leak was detected and confirmed by CT. The pt was re-operated and an hartman resection (colostomy) was performed.